Manufacturer narrative:
The additional information regarding the symptom resolution has been reported. Additional information provided in h.2., b.5 and h.10. As per the additional information the condition of consumer eye is static and stable. The scar will remain and will not go away. The current patient condition was unknown. No further information available. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stated that the condition of consumer eye is static and stable. The scar will remain and will not go away. The current patient condition was unknown. No further information available.

Event description:
A consumer initially reported that when she wore the lenses for the first time, felt that the left lens was bothering her. Later when the lens was removed, she noticed that the lens was torn. The consumer took out a new lens and mounted a new lens and experienced discomfort in the left eye the entire time of assembly. After a few days, she purchased other lenses with which she felt comfortable even though her left eye was still bothering her. The consumer visited ophthalmologist, diagnosed with severe eye infection, prescribed with drops with a frequency of every hour and instructed not to wear contact lenses. The consumer had left eye little swollen while being on medication. Additional information received stated that the consumer also experienced redness and felt pain, that was elevated and felt burning, the consumer then went to emergency room, was diagnosed with corneal ulcer with unspecified severity and corneal scar under the center of the quiet chamber. The patient was treated with moxifloxacin ophthalmic solution with a frequency of per hour during the day and tobramycin ointment before sleep. The current status of the consumer¿s eye was improving at the time of this report. No further information available.

Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).